Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid (1.2 mg/ml) via an implanted pump. The indication for pump use was spinal pain. It was reported that the patient was having a catheter revision today because the patient was having suboptimal therapy/inefficient pain control despite increasing dosage. There were no known environmental, external, or patient factors that may have led or contributed to the issue. A dye study found the catheter ventral and up 2 vertebral levels. The physician wanted to change the tip from ventral to anterior. During the procedure, the catheter was replaced, and the pump dose was decreased 15% to 0.55 mg/day. It was indicated that the healthcare provider had no further information to provide regarding the event.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2022 explanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 23-dec-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.